Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2009. During the procedure, a pressure loss occurred during the therapy cycle. When the surgeon removed the catheter, a pin hole was discovered in the balloon. The catheter was replaced, and the procedure was continued with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/24/2009. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.